Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. Device was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Device received with cracked reservoir tube lip. Device passed the delivery accuracy test at 0.0876 inches. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2019 with blood glucose of 41 mg/dl at the time of the incident. The customer was at 400 mg/dl after treating for the low. The customer was at 190 mg/dl at the time of the call. The customer used glucose tablets to treat the low and used a spare pump to treat the high. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated the reservoir did not fit into the pump. The customer believes the pump over delivered. Troubleshooting was not completed. The customer had exercised on the morning of the incident. The insulin pump will be returned for analysis.